Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24030e, reader sn (B)(4)). 3 repeat cue tests performed on (B)(6) 2022 and (B)(6) 2022 provided negative results. Customer reported that a pcr test was performed on (B)(6) 2022. Cue health technical support representative followed up with customer regarding their pcr result; however, customer did not respond to representative's 3 follow up attempts. Customer experienced sore throat, headache, body ache, and fatigue. Customer reported no known exposure, but that they work in an office and could have been exposed there.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were 18 similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.